Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Repair of a prior tube graft is off-label use of the device. This as well as patient's anatomy contributed to event.

Event description:
Patient presented with previous aortic tube graft, tortuous iliac vessels, bilateral cia aneurysms, and bilateral hypo aneurysms. During deployment of a bifurcated device, there was difficulty pulling the contralateral limb into the contralateral iliac, as it was extremely tortuous. When the contralateral limb was finally pulled into the vessel, the limb was kinked due to the tortuosity. Several manipulations cause a loss of surepass guidewire access. A fem-fem crossover bypass was performed. During clamp removal, due to lots of scar tissue, the iliac tore, and the patient suffered blood loss. The vessel was clamped above and below the perforation, and the patient left the or with the clamp. The patient was to be brought back the next day for a conversion to open repair. Awaiting additional information on patient status.